Event description:
Boston scientific received information that this patient's right ventricular (rv) and right atrial (ra) leads had exhibited increased capture thresholds and loss of capture. R-wave amplitude had also decreased. Lead dislodgements were confirmed by chest x-ray. It was noted that the patient had intermittent heart block and experienced shortness of breath, but no syncope. A lead revision procedure was performed and the ra lead was explanted. It was noted that there was some damage to the ra lead from the procedure, but it would be returned to boston scientific for analysis. The rv lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.